Manufacturer narrative:
An event regarding inaccurate values/visuals involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no. Troubleshooting notes: issue occurred over multiple cases. Work performed: action taken- ran auto arm accuracy tests on both sides without any issues. The system passed all validation testing in accordance with service manual to specifications and is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that robot was inspected with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
Mps inclination and version of cups is not accurate during reaming and impaction. Robot shows accurate but does not match postoperative x-ray assessments. Issue occurred over multiple cases.